Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via inbox to have low blood glucose while sleeping and waking up with low blood glucose which resulted in 911 calls which resulted in emergency room visits. Customer reported that issue happened on two occasions due to low blood glucose. Customer had chronic neuropathy. Customer declined transfer to helpline.